Manufacturer narrative:
Serial numbers: (B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. The internal suction tubing was re-routed to resolve the reported issue for 1 event, and the elbow fitting on the venturi assembly was replaced to resolve the reported issue for 1 event.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1012-9650-000 anesthesia gas machine experienced decrease in suction. 1 event was reported for suction not working to full capacity, and 1 unit reported for a leak causing a loss of suction. These reports were received from various sources. Of the 2 events, 1 did not involve a patient, and 1 did involve a patient. There was no patient information available.